Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an retracted position. Visual examination verified the lead tip and helix were free of anomalies. No lead issues were noted that would have resulted in an increased risk of perforation; however, perforation is a known inherent risk of intravenous lead implantation. Helix mechanism testing was not performed due to dried blood in the tip area, which would inhibit helix function. The lead tip and helix appears intact. Resistance testing with manipulation were passed. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in clinic. Increased pacing thresholds and decreased pacing impedance measurements were noted. X-ray results revealed that the right ventricular (rv) lead had caused a micro-perforation. During the attempt to reposition this lead, helix extension difficulties were encountered and it was not clear if the lead had properly affixed to the heart tissue. The lead was explanted, with some insulation damage incurred during the procedure.

Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in clinic. Increased pacing thresholds and decreased pacing impedance measurements were noted. X-ray results revealed that the right ventricular (rv) lead had caused a micro-perforation. During the attempt to reposition this lead, helix extension difficulties were encountered and it was not clear if the lead had properly affixed to the heart tissue. The lead was explanted, with some insulation damage incurred during the procedure. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.